Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device failed to charge to the selected energy. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log. However, the customer report was not duplicated with the device after extensive testing. Processor/bridge/pace board was replaced to reduce the probability of reoccurrence. The device was recertified successfully and returned to the customer. It is noteworthy to mention the battery used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.